Event description:
The treating doctor reported that the patient's tooth #10 broke off at the gum line, it is now treatment planned for extraction and future implant. (This tooth is planned for an extraction next month).

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions, a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". The treating doctor shared that the potential root cause of this event could have been the aligner use (the patient was removing the aligner and the tooth broke). Align's clinical review of available records indicate that tooth #10 had a root canal treatment, an endo post and a large crown. The patient will require a tooth extraction (permanent impairment of a body structure), and the invisalign system aligners were being used, and therefore this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.